Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to an outpatient clinic on (B)(6)2016 with blood glucose of 47 mg/dl. It was reported that customer had breakfast and ate more than normal. Customer was convulsing, sweating, and unresponsive and was given a glucagon shot prior to going to the clinic. Customer was taken to the clinic due to hypoglycemia. While on the call, customer received a threshold suspend. Customer was wearing insulin pump at the time of clinic visit. Customer was advised to monitor insulin pump.